Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues noted that would cause the cannula to dislodge from the infusion site or high blood glucose levels. Due to the adhesive pad having been worn, the original state of the adhesive pad could not be determined. The reported events could not be conclusively determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged.

Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm if the cannula had dislodged from the infusion site and bent cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod; chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 471 mg/dl while wearing the pod between 4 and 24 hours. After eating dinner and patient was playing with legos the mother noticed that the cannula was not in the patient¿s skin and adhesive was peeling up around the cannula area, thus, cannula dislodged from the infusion site (arm). When the pod was removed, the pod's cannula was found bent. As treatment, patient¿s mother gave a manual shot and a new pod was applied. Patient¿s history: 06/27/2018; 1:30am 230mg/dl 0.75 units; 12:20pm 210mg/dl .40 units; 3:50 244mg/dl 1 unit; 8:50pm 318mg/dl; 9:25 354mg/dl; 9:54 471mg/dl; after new pod and injection patient was at 200 mg/dl.